Event description:
It has been reported that x-rays showed after the operation, at the part of proximal anterior, the cable was found to be half broken. There was no adverse consequence for the pt or delay in surgery or anesthesia time.